Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in the emergency room with heart rate of 30 beats per minute. Upon interrogation, the right ventricular lead exhibited loss of capture. The lead also exhibited noise and increasing impedance with pocket manipulation. Lead fracture was suspected. The lead was programmed off and new system was implanted on the right side. The patient was well.